Event description:
On (B)(6), 2014, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu404010j/11357775-distal, tgu454515j/12293025-proximal). On (B)(6), 2014, the patient presented with a chest pain. The images showed a retrograde dissection proximally to (B)(4). The total arch replacement with a vascular graft with 4 branches was performed and a few cm of the (B)(4) was cut off with the arch. The distal end of the vascular graft was anastomosed with the remaining of the (B)(4). The patient tolerated the procedure. The physician stated that the dissection might have been caused when he performed a touch-up ballooning of the proximal end of the device with a gore® tri-lobe balloon catheter (bcl2645j/12532469). But he also stated that the patient's vessel wall was fragile and there was no over inflation of the balloon.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.